Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to inappropriate automatic mode switch. No device intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's right atrial lead was capped and replaced on (B)(6) 2022. The patient was stable.